Event description:
Reportable based on device analysis completed on 15 december 2025. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; but during pullback, the screen became dark, and no image was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was rippled and twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked and the catheter was entangled with the guidewire. Microscope inspection showed that the imaging window was rippled and twisted. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing.